Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a power source alert occurred. Customer was unable to charge the pump battery and pump shutdown. Customer's blood glucose was 580 mg/dl. Customer went to the emergency room (ER); however, was not treated due to insurance issues. Customer left ER. Customer did not report how bg was treated. Customer reverted to using manual injections for insulin therapy.